Event description:
It was reported that the patient¿s one of the lead migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. During the procedure, the physician displaced the other lead. In turn, the other lead was also explanted and replaced. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The leads were discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.